Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was evaluated, and the following was observed: two kink were observed on the proximal balloon shaft approximately 2 and 3 inches from the proximal strain relief. A kink was observed on flex shaft approximately 3 inches proximal to the flex tip. There was a cut on the crimp balloon approximately 4 mm proximal to the balloon shaft. The flex shaft was cut distal to the handle to examine flex shaft lumen: there were scratches on balloon shaft approximately 1.25 inches proximal to distal end of balloon shaft. There was a bump on the inside of the flex shaft lumen at the location of the observed flex shaft kink. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak and system component damaged were confirmed on visual inspection of the returned device and difficultly tracking the delivery system through anatomy was unable to be confirmed. No manufacturing nonconformances were not identified. A review of the DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. For the complaint of balloon leak, as stated in the complaint description, 'advancing the system in the patient was also difficult. The leak was not noticed until the valve deployment.' It is likely that difficulty advancing the delivery system through the patient anatomy contributed to the leakage of the crimp balloon. During evaluation of the complaint device, kink of the flex shaft and scratches on the balloon shaft suggest that there was interaction between the two components. It is likely that during valve alignment, the crimp balloon scraped against the indentation on the flex shaft inner diameter, resulting on the observed cut to the crimp balloon. A definite root cause was unable to be determined at this time. However, available information suggests procedural factors (performing valve alignment with damaged delivery system) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. For the complaint of system component damaged, as reported, 'advancing the system in the patient was also difficult'. While no patient information was provided, it is likely that patient vessel tortuosity could have contributed to the complaint. Tortuosity can create a challenging pathway for delivery system advancement that may lead to resistance during insertion. If there was resistance advancing the delivery system, then it is possible that the device was manipulated to overcome the resistance experience. Manipulation of the device during delivery system advancement may have resulted in the observed damage to the delivery system. A definite root cause was unable to be determined at this time due to lack of imagery of patient's anatomy. However, available information suggests patient factors (tortuosity) and/or procedural factors (excessive device manipulation) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time. For the complaint of difficultly tracking the delivery system through anatomy, as reported, 'advancing the system in the patient was also difficult'. While no patient information was provided, it is likely that patient vessel tortuosity could have contributed to the complaint. Tortuosity can create a challenging pathway for delivery system advancement that may lead to resistance during insertion. A definite root cause was unable to be determined at this time due to lack of imagery of patient's anatomy. However, available information suggests patient factors (tortuosity) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, during a 29mm sapien 3 case in aortic position by transfemoral approach in aortic position, the delivery system balloon was leaking during valve deployment. Advancing the system in the patient was also difficult. During prepping no leak was observed. During deployment, the valve could only be inflated 30% with the measured volume in the inflation syringe. The syringe was unscrewed 2 times and completely re-filled it with sodium chloride and used this volume to inflate the prosthesis to 80% and to anchor it in the annulus. Rapid pacing was being performed at 180 bpm during the whole time (about 90 seconds). Subsequent dilation was carried out with a non-compliant balloon. The patient was discharged. Per preliminary engineering evaluation, there was a kink in the delivery system and pinhole in the balloon.